Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to high out of range shock impedance measurements. The lead coil was noted to be covered in calcium. The hospital staff discarded the lead. There were no additional adverse patient effects.